Manufacturer narrative:
Model number/catalog number: sc-2408-56; serial number: (B)(4); batch/lot number: 19549329; model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not experiencing pain relief. The patient underwent an explant procedure and was doing well postoperatively.